Event description:
Reporter alleged blood glucose measure 200 mg/dl back to back with a result of 89 mg/dl when performed within 5 minutes of each other. No actions taken and no treatment received as a result. A request was made for the return of the suspect device and replacement was sent.